Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was liquid contamination throughout the unit. The cause of the inability to complete testing is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated unit.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.